Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. It was reported that the device had already been repaired and would not be returned for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the ceramic head of the inner sheath was damaged. It was observed during the morning inspection. There were no reports of patient harm associated with this event.